Event description:
Procedure: lap chole. According to the report: the tip was splitting on the grasper. The instrument was removed and a new device was opened to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. A portion of the shaft did disengage into the cavity, and all of the pieces were retrieved.

Manufacturer narrative:
(B) (4). (B) (4).